Event description:
Initial information received from a consumer on 08/24/2009. A female received injectable poly-l-lactic acid (sculptra) [lot # expiration date unk] two vials in 2008 and two vials for follow-up in 2009 for cosmetic purposes. She was injected with poly-l-lactic acid in the nasolabial folds and reported that she has seen very faint results. She then went on to report that she has nodules below her lower lip, in her lip and under her right eye. She mentioned that she did not believe that the poly-l-lactic acid was reconstituted with any sterile water or anaesthetic. Since she was so disappointed with the lack of results from the poly-l-lactic acid, she had additional fat injections at the end of 2008. Concomitant medications were reported as estrogens, conjugated (premarin) and blood pressure medication not other specified (nos). She also reported that one time when she received codeine, she felt nauseous. No further relevant information reported. Additional information was received from the consumer on 09/02/2009: this female consumer received two vials of injectable poly-l-lactic acid (sculptra) in 2007 and 2008 (previously reported as 2008 and 2009). She was injected with two vials of poly-l-lactic acid in the nasolabial area around her eyes, mouth and cheek areas. She reported that approximately five to six months after her last treatment of poly-l-lactic acid other than disappointing results from the filler (minimal volume and collagen reproduction) she had several hard lumps in her face. The lumps are noticeable and sometimes painful. A lump near her upper lip was about the size of a pea and was very hard, the lump under her right eye was smaller, and she had another one under her lower lip on the left. She did not have a biopsy taken. At the time of report, the event was ongoing. She has since stopped treatment with poly-l-lactic acid. Additional medical history included psoriasis, high blood pressure, and a collagen disorder. Additional concomitant medication included imipramine. No further relevant information reported.

Manufacturer narrative:
Additional implant date: 2008.